Manufacturer narrative:
Other # field is populated with the di number. Sc-2218-70 sn (B)(4): a review of the manufacturing documentation for the returned device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Visual inspection of the lead found that the spacers at the proximal end were fractured between contacts #5 and #6, and #7 and #8, which make it difficult for the lead to go through a go/no-go gauge. However, a continuity test verified all the cables were intact. There were no exposed cables. The cause of the fractured spacers could not be determined.

Event description:
A report was received that the patient underwent a lead revision procedure due to lead migration caused by a fall. The returned product analysis of the explanted lead revealed lead fracture.

Event description:
A report was received that the patient underwent a lead revision procedure due to lead migration caused by a fall. The returned product analysis of the explanted lead revealed lead fracture.

Manufacturer narrative:
Sc-2218-70 sn (B)(4): a review of the manufacturing documentation for the returned device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Visual inspection of the lead found that the spacers at the proximal end were fractured between contacts #5 and #6, and #7 and #8, which make it difficult for the lead to go through a go/no-go gauge. However, a continuity test verified all the cables were intact. There were no exposed cables. The cause of the fractured spacers could not be determined.

Event description:
A report was received that the patient underwent a lead revision procedure due to lead migration caused by a fall. The returned product analysis of the explanted lead revealed lead fracture.